Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos of patient reaction/infection? What was the procedure date? What date /day post op was the prineo removed? What date /day post op was the reaction/infection noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Was any type medication prescribed to treat reaction/infection? Type/ dosage prescribed? Were any cultures taken? Results? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown cardiac procedure on an unknown date and topical skin adhesive was used. Post-op five to ten days, patient came in for a visit and while removing the adhesive, it was noticed that the patient had some redness around the application, prior to removal. About a week or two after removal a ¿green like moss¿ formed where the adhesive once was. Wound debridement was done to clear up the ¿green moss like¿ that formed. Patient currently doing fine. Additional information was requested.

Event description:
It was reported a patient underwent an unknown cardiac procedure on an unknown date and topical skin adhesive was used. Post-op five to ten days, patient came in for a visit and while removing the adhesive, it was noticed that the patient had some redness around the application, prior to removal. About a week or two after removal a ¿green like moss¿ formed where the adhesive once was. Wound debridement was done to clear up the ¿green moss like¿ that formed. Patient currently doing fine. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos of patient reaction/infection? What was the procedure date? What date /day post op was the prineo removed? What date /day post op was the reaction/infection noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Was any type medication prescribed to treat reaction/infection? Type/ dosage prescribed? Were any cultures taken? Results? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.